Event description:
The customer contact reported the device door roller has broken. The device was returned to the biomedical department with an unsigned note that indicated, broken door roller on cassette door. No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in the critical therapies while the device was clinical use. During testing at the user facility it was noted that the device door roller was broken off. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller was broken off. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.